Event description:
The pump was returned to the manufacturer when it was explanted. The return paperwork did not suggest or question a malfunction. According to the manufacturer's device tracking system the patient has expired. The type of medication, concentration, and daily dose being administered via the pump were not reported. The pump underwent routine analysis. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final pump analysis revealed no anomaly found - normal device function.